Event description:
The pt stated his infusion device was beeping continuously and displaying 77 on the screen. The battery had been in use for "right at 2 weeks" and the pt did not have a new power pack to insert into his infusion device. To troubleshoot the pt was asked to remove the power pack and reinsert it into the device and it again displayed 77. He was advised to insert a new power pack into the infusion device to resolve the issue. The pt was able to call back after he had changed his power pack and he stated that the infusion device was functioning properly. No physiological effects were reported. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.